Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system turned off during a case. Rebooting was attempted without resolution. The surgeon opted to abort navigation as a result of the reported issue. There was no impact to patient. There was no delay to the procedure as a result of the reported issue.

Manufacturer narrative:
Additional information: manufacture date provided.